Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B) (6) 2010. According to the complainant, a 6 cc/minute fluid loss alarm was generated five minutes into the ablation. The patient awoke and bucked, so anesthesia was administered again and the procedure was resumed. A second 6 cc/minute fluid loss alarm occurred 9 minutes 20 seconds into the ablation. The case was aborted. A cervical burn was confirmed, however the physician was unable to classify the degree of the burn. It was treated with silver nitrate sticks and there were no further complications. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.